Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm; the infusion set cannula was inspected and discovered to be bent. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated with manual injection. Customer also reported noticing a bent cannula. During troubleshooting, the customer was able to get insulin to exit the device. Neither the insulin pump nor infusion set were replaced or returned for analysis.